Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the user was concerned of a water-to-blood leak in the heat exchanger. No known impact or consequence to pt. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).